Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a (B)(6) old male in the spiral-z post-market registry (11-015) underwent an endovascular aneurysm repair (evar) procedure using a zenith flex abdominal aortic aneurysm (aaa) endovascular graft bifurcated main body. The patient died 11 days post procedure. The patient was being treated for an aortic aneurysm with a maximum aortic aneurysm diameter of 54.8 mm. The proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had mild calcification, no severe tortuosity and no occlusive disease. On (B)(6) 2013, the patient received a cook main body device, a right iliac leg device and a left iliac leg device. A molding balloon was used but there was no information provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, thrombus, or endoleaks. No adverse events were observed during the procedure. On (B)(6) 2013 (11 days post procedure), the patient died. The site reported the cause of death as cerebrovascular accident (cva). No additional information was provided about the event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation: follow-up correspondence was performed to obtain the cause of the patient¿s death. The implanting physician "said the graft had nothing to do with the patient passing." Furthermore, he "claimed that the issue was not graft related." The zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation. A physical analysis of the device could not be performed. Images were not provided; therefore, image reviews were not able to be performed. An autopsy report has been requested but has not been provided. The lot number of the complaint device was not provided. Therefore, the device history record was not able to be reviewed. Due to this product being manufactured in one device per lot number, no other complaints would be associated with this lot. Each zenith device is shipped with the instructions for use (IFU). The IFU lists the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU "systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or rupture of the aneurysm." Additionally, "potential adverse events that may occur and/or require intervention include, but are not limited to: death, neurologic local or systemic complications and subsequent attendant problems (e.g., stroke, transient ischemic attack, paraplegia, paraparesis, paralysis)." Based upon the information provided by the physician, the patient¿s death was not related to the graft. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.